Event description:
Event description guidant received information that at the implant procedure for this pacemaker as the pocket was being closed, p waves were seen with no qrs. There were multiple episodes of unexplained oversensing with asystole observed. Troubleshooting was attempted to find the source of the problem. The setscrews were fine, the leads checked out fine throught the program system analyzer (psa). When the leads were rehooked up to the pacemaker, and pocket manipulation performed, noise was seen on the atrial and ventricular channels, more noticeably on the ventricular lead. As the leads and setscrews appeared to be fine, the physician chose to explant the device and implant a new pacemaker. As this occured during the procedure, there was uncertainty if the patient had any adverse effects at the time.